Manufacturer narrative:
(B)(4) initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. Additional information and the return of the explanted device was requested in order to progress with this investigation, however, these were not provided and thus there was limited information available for the investigation. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed, it was found that the parts associated with this event were manufactured between october 2013 and july 2015. All finished parts associated with these records conformed to material and dimensional specification. The explanted devices were not returned to corin (B)(4) for examination, however, post primary and pre-revision x-rays were provided and reviewed. We could identify no mechanical or other obvious reasons for the failure of the device. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision 6 months after primary surgery due to dislocation. The surgeon removed the cup, liner and screws.